Manufacturer narrative:
The pump was received with a scratched case, display window and keypad overlay.

Event description:
The customer's mother reported via phone, the customer had fallen on the device had it had cosmetic damage. Customer's blood glucose was 82 mg/dl. Scratches are all over the screen and buttons, scratches are black. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.